Event description:
It was reported that 1 bd insulin syringes with bd ultra-fine¿ needle hub separated from the device. The following information was provided by the initial reporter :   the consumer reported needle shield difficult to remove and the needle hub separated and came off inside of the shield. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.